Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer for about 4-5 months, nurses have found the extension set breaks during use, causing leaking of chemotherapy and biological fluids during infusion in pediatric patients around 4-5 years old. Additional information received 7/25/2024: it was reported by the customer it was necessary to remove the needle and replace the reservoir with a new one to continue treatment, causing exposure of patient and healthcare professional to blood and cytotoxins. It was reported this occurred with five devices. This report addresses the second device.